Manufacturer narrative:
Evaluation of the returned penumbra system red 68 reperfusion catheter (red68) revealed it was fractured. Yield marks were present around the fractured location with no signs of torquing or stretching. This indicates the fracture was likely due to a kink. This type of damage may occur if the red68 is manipulated against resistance during use. Based on the reported event, this damage was observed after completion of a successful pass. Therefore, this damage likely occurred during retraction and removal from the patient. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left m1 segment of the middle cerebral artery (mca) using a penumbra system red 68 reperfusion catheter (red68) and a neuron max 6f 088 long sheath (neuron max). The physician performed one pass in the target location using the red68. After removing the red68 from the patient, the physician found that it was kinked on the distal length. At this point, the procedure was considered to be completed. There was no report of an adverse effect to the patient. The device was returned and investigated. Based on the device investigation results, the reportability determination was re-assessed and deemed reportable.